Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Medical device problem code a150103 captures the reportable event of bands prematurely deployed. The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a procedure performed on (B)(6) 2022. During the procedure, the bands prematurely deployed. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.